Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual increase in the shock impedances to out of range measurements. The technical services (ts) discussed that there were jumpy measurements from 100 ohm to 150 ohm during the last year and discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.